Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer reviewed the system remotely and confirmed that the x ray pc was not booting up. During troubleshooting, it was observed that the x22 indicator on the ny5 pcb was not illuminated. The connector was temporarily moved to the unused x12 port on the ny5, but the pc still failed to boot. Upon further investigation revealed that the root cause was a power issue related to the x ray pc. To resolve the issue, the x ray pc, and the hard disks were replaced. Following the replacements, the system was restored to normal operation and returned to good working condition. The codes have been updated based on the investigations outcome.

Event description:
It was reported to philips that the system's suite computer was unable to boot, preventing a full system booting. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.